Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The reported complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The vse instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The vse instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument cut and sealed two of two attempts. The instrument was fully functional. No product issue was identified, and no failures were found in the logs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend instrument did not complete the sealing cycle. The procedure was completed with no reports of patient injury.